Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9- which erroneously reported an internal reference number and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Corrected fields: h9 - corrective action # fy25-087-a was previously submitted on the last emdr and that field should have been left blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water channel and auxiliary water channel. There was no patient involvement.